Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 01/07/2025, it was reported by a sales representative via (B)(4) that an abs-10060 angel centrifuge was producing an "air in line error". This occurred during use. Additional information was provided on 01/10/2025 by the sales representative via (B)(4) where it was stated that this event occurred during a cardiothoracic prp case on (B)(6)2025 that was not completed. An abs-10061t arthrex angel® prp kit was being utilized during this event.

Manufacturer narrative:
The complaint allegation was not confirmed. The reported failure couldn't be replicated. One unpackaged abs-10060 angel prp system centrifuge us serial/batch number (B)(6) was received for evaluation. A visual inspection reveals no significant cosmetic damage, only typical signs of wear and tear. Functional testing was performed by connecting the device and functional testing to see if the reported failure could be replicated. The device was shipped to naples, fl, for evaluation. 60ml of bovine blood with acd-a was processed on the device with standard settings at seven percent hematocrit. The complaint describes that the system in question, sn (B)(6), displayed an ¿air in line¿ error. This error could not be replicated. No problem found.